Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d4 (catalog, serial). The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male with a pre-support clinical state consistent with scai shock stage d underwent impella cp (sn (B)(6)) support via right femoral arterial percutaneous access on (B)(6) 2026 at 15:00 for high-risk percutaneous coronary intervention while pending possible CABG. The patient was receiving an acs protocol heparin infusion due to underlying coronary artery disease. While being prepped for CABG, evidence of a gastrointestinal bleed was identified during patient care, accompanied by a decrease in hemoglobin and hematocrit, for which one unit of packed red blood cells was transfused. The patient remained on impella support, and the device was not removed. Based on the available information, the reported gastrointestinal bleed occurred in the setting of anticoagulation and ongoing critical illness, with no evidence to suggest that the impella cp device contributed to or caused the event.